Manufacturer narrative:
Zimmer biomet complaint number (B)(4).   Patient weight unknown / not provided . A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site # 4 was removed due to medical infection. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
The following sections have been updated: b4: date of this report. D1: brand name. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H4: device manufacturer date unknown / not provided. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.